Event description:
It was reported that a lead integrity alert was triggered for an impedance increase and impedances were now high on the right ventricular lead. Lead fracture was noted. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. A white substance was observed on the outer insulation along with a cosmetic depression. No anomalies were found.